Event description:
It was reported that during a prostate procedure, error messages indicating laser system chiller issues were received. It was additionally reported, that the error messages could not be cleared and that the case was completed using an alternate surgical procedure (turp). There was no injury reported and the patient outcome was reported as "ok".

Manufacturer narrative:
System analysis/ service repair: the system water temperature was found to be over cooling due to chiller set point issues. The chiller and micro control board were replaced in the field; the chiller was reset and the system tested and verified to meet specification.